Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.

Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during fill 1 of 5. The home patient (hp) stated he disconnected the heater bag and solution came out of the bag, and he disconnected and no solution moved. The baxter technical service representative (tsr) asked if he reconnected the heater bag and himself. The hp stated yes. The tsr reviewed the fill volume (fv) equaled 12ml. The tsr explained the hp should not disconnect and reconnect bags and explained the setup might be compromised. The tsr had the hp close the clamps and disconnect and cycle the power. The hc alarmed power restored fill 1 of 5. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2013 and he said he was able to resume therapy after the tsr's assistance with setting up with new supplies. He said it was a yellow bag that he had disconnected that day. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.